Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing could not duplicate the customer reported issue. The event history indicates it's likely the cause of the error was battery depletion. This device passed all functional tests after the repair.

Event description:
It was reported that the pump showed error: infusion can't run. There was unknown patient involvement. No patient harm/adverse event was reported.